Event description:
A customer reported an issue with their freestyle flash meter. There was no report of death, serious injury or mistreatment. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.